Manufacturer narrative:
Per the customer, the system was not being used to ventilate the patient. Only the monitor portion of the system was being used during this case. Patient information is not needed. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit and software were replaced. The unit was returned to service.

Event description:
The hospital reported the unit alarmed and required to be restarted during a case. There was no report of patient injury.